Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced unexplained hypoglycemia while using the ilet system alongside a g7 cgm, with variable meal announcing behavior and periods of inconsistent cgm readings, and training was scheduled to review sleep settings and reinforce a consistent meal announcing approach. Symptoms included hypoglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included review of device use reports and user education with troubleshooting. Investigation of this case revealed that inconsistent meal announcing, a low-carbohydrate diet, and intermittent cgm inconsistency likely contributed to hypoglycemia, and a less aggressive sleep setting and a consistent strategy for meal announcing were recommended. It was concluded, based on previously established findings for similar reports, that the cause was unclear.